Event description:
It was reported that a patient presented with chemical colitis following a colonoscopy procedure using an olympus series 160 colonoscope disinfected with cidex opa. Patient reported pain and spasm on the right side of abdomen following the procedure. Upon examination, the physician noted inflammation and thickening of the mucosa. The patient was hospitalized due to pain. It is unknown what, if any, medications were administered to the patient to treat symptoms. Facility reports their disinfection process follows the recommended procedures outlined in the cidex opa instructions for use.